Event description:
The following has been reported by customer: faulty cpu board sn (B)(6). Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.